Manufacturer narrative:
Batch review performed on 18-dec-2019: lot 188743: (B)(4) items manufactured and released on 23-jan-2019. Expiration date: 2024-jan-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient had a primary hip surgery on (B)(6) 2019. On (B)(6) 2019, the patient came in complaining of pain which was due to a fractured femur which was caused from falling. The surgeon cabled the fracture, and revised the stem, head, and liner. The surgery was completed successfully. Presently, on (B)(6) 2019, the patient came in complaining of pain after a physical therapy appointment, in which the therapist fractured the lesser trochanter off while stretching the leg. The surgeon replaced the medacta stem and head. The medacta cup and poly in the patient were not replaced.